Event description:
The device was interrogated and it was found that the patient had received 18 shocks. It was reported that on (B)(6) 2012, the patient started having noise oversensing. The files from the programmer were sent to the manufacturer for a recommendation. A preliminary analysis showed numerous episodes recorded from (B)(6) 2012, related to noise detection. Expertise files showed that the lead malfunction is suspected on the ventricular lead. On (B)(6) 2012, sorin recommended the physician to evaluate the benefit of lead replacement. The ventricular sorin isoline lead was explanted on (B)(6) 2012 and this ICD remains implanted with a new biotronik lead. Note: the sorin isoline lead was also reported on an MDR.

Event description:
The device was interrogated and it was found that the patient had received 18 shocks. It was reported that on (B)(6), 2012, the patient started having noise oversensing. The files from the programmer were sent to the manufacturer for a recommendation. A preliminary analysis showed numerous episodes recorded from (B)(6), 2012 related to noise detection. Expertise files showed that the lead malfunction is suspected on the ventricular lead. On (B)(6), 2012, sorin recommended the physician to evaluate the benefit of lead replacement. The ventricular sorin isoline lead was explanted on (B)(6) 2012 and this ICD remains implanted with a new biotronik lead. Note: the sorin isoline lead was also reported on an MDR.

Manufacturer narrative:
(B)(4) 2012. A final response is pending. Eval summary: ICD remains implanted.

Manufacturer narrative:
(B)(4) 2012 - a final response is pending. (B)(4) 2012 - since the device remains implanted, the files from the programmer were reviewed. The files revealed oversensing episodes which did not correspond to physiological signals. This phenomenon was related to a lead issue (dislodgement, insulation failure, conductor failure) or/and a connection issue on the ventricular channel. The sorin isoline lead (also reported on an MDR) was replaced on (B)(6) 2012. This ICD remains implanted. Usual follow-up intervals apply.